Manufacturer narrative:
Device data for (B)(6) 2025 were reviewed. No malfunction alerts or motor errors were identified. Logs show repeated high glucose alarms beginning after supply changes on (B)(6) 2025, along with fluid-pathway-related alerts including incomplete fill tubing, insulin (alarm 86) and incomplete cartridge load, insulin (alarm 77). Multiple cartridge and infusion set changes were performed that morning, yet hyperglycemia persisted, with entered bg values including 309¿312 mg/dl and later 406 mg/dl. This pattern is most consistent with a failed infusion set or other fluid-pathway delivery issue resulting in insufficient insulin delivery after a supply change. The user required hospitalization for treatment of hyperglycemia and improved after hospital intervention and continued pump use. Based on available data, no ilet device malfunction was identified. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025, follow-up with the user confirmed that they were hospitalized for a hyperglycemic event related to glucose management. The user reported that by the time the ER initiated treatment, blood glucose had reached 500 mg/dl. The user was treated in the hospital with IV insulin, potassium, saline, and magnesium. Their glucose returned to range, reported as 135 mg/dl, and they resumed use of the ilet while still hospitalized. On (B)(6) 2025, follow-up confirmed the user remained in the hospital briefly so staff could verify the pump was working appropriately before discharge. The user planned to transition to steel contact detach 23-inch 6 mm infusion sets after discharge.